Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to t-wave oversensing. The s-ICD system remains in service. No additional adverse patient effects were reported.